Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not sure if exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence due to off no power alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.